Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
A fractured stem neck.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through review of an x-ray by a clinician. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: x-ray confirms fractured neck, need operative reports. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A fractured stem neck. The patient was standing up doing some households when it suddenly snapped off. Along with this came pain and the patient lost balance. The revision took place (B)(6). Another exeter 50 offset 125 length was put in together.